Event description:
Scooter lurches forward and then stops. The MFR sent a MFR since it was within the warranty period. The repairman was unable to cause the problem to happen again. The first time it happened it started again but the second time it wouldn't move at all. Pt strained back attempting to move chair. The chair has had repairs three times. MFR will not replace chair. MFR gave them a loaner chair and attempted another repair. A third incident occurred and pt is concerned that if someone is in front of the chair someone might get hurt. Pt feels that MFR should replace the chair. MFR has asked pt for a notarized letter that releases info to them. MFR also is now saying pt has to pay for the repair and they feel this is unfair since the problem is the same one that occurred during the warranty period. Pt was told that this chair has a past history of problems. Chair is not working at all now. MFR sent pt to a repair person who they later stated did not know what they were doing. Now MFR wants pt to take chair to another repair person far from pt's home.